Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. It was also reported that the plaintiff experienced worsening stress urinary incontinence, mesh exposure, fibrosis and rectocele. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00261.

Event description:
Additional information received indicated that the plaintiff experienced enterocele, vaginal vault prolapse, irritable bladder, diffuse ulcerations, pain, severe discomfort and scarring. It was also reported that the plaintiff allegedly experienced erosion, bleeding and bowel problems.